Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the left side on (B)(6) 2005 and was revised on (B)(6) 2012 due to unk reasons.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as reference above. Should add'l info become available and / or the device(s) be returned for eval and investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
This case was reopened on november 2, 2015 to enter additional information received on october 22, 2015. The event and the product have been changed. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of event description: it was reported that a patient was revised due to left synovitis and loosening of the femoral component. Originally, a durom legal case was reported to zimmer (B)(4), which was corrected after receiving the revision surgical report. Review of incoming information: no x-rays or pictures were provided. Implantation surgical report from (B)(6) 2005: indication: osteoarthrosis left hip with impingement syndrome left hip. A previous conservative surgery to preserve the femoral head did not suffice and the indication for a tha was given. Procedure: the patient seems to be overweight. Surgeon had difficulties exposing the femur due to the previous trochanteric osteotomy and the screws. The stem was implanted in slight varus. No further conspicuousness regarding the reported event. Revision surgical report from (B)(6) 2012: indication : left hip metal synovitis and loose proximal portion of femoral component with fibrous debris/metallosis. The pelvis x-ray showed a hip stem in varus deviation with radiolucent lines about the proximal aspect of the component. Procedure: the femoral component had significant fibrous metal debris about the proximal 3rd of the stem but was not grossly loose and was removed without significant proximal bone loss. The acetabular component was inspected revealing a well fixed acetabular component and a metal acetabular liner with evidence of metal ion synovitis. The inflamed tissue was excised and the liner was removed with some difficulties. Afterwards a new liner, stem and head were implanted without mentionable complications. No product was available for investigation. Possible causes for the reported event according to sap dfmea and comparison to investigation results whether it is possible and justification: metallosis, aseptic loosening -> due to excessive wear due to micromotion in taper connection. Possible: no products received for investigation. However, the revision report does not indicate wear in the taper connection . Aseptic loosening -> due to insufficient primary stability due to design. Not possible: the stem was only loose in the proximal part and was implanted for approx. 7 years without complications. Aseptic loosening -> due to insufficient secondary stability due to blasted surface structure. Possible: no products returned for investigation. The revision report mentions metal debris around the proximal stem part. Aseptic loosening, hac particles leading to third body wear -> due to insufficient secondary stability due to surface structure. Possible -> no products returned for investigation. The revision report mentions metal debris around the proximal stem part. Aseptic loosening -> due to insufficient secondary stability due to surface structure. Possible -> no products returned for investigation. The revision report mentions metal debris around the proximal stem part. Aseptic loosening (stress shielding) -> due to incorrect distribution of load due to design. Not possible -> a design issue would have been noticed in complaint summary. Aseptic loosening -> due to unclean implant due to manufacturing debris. Possible -> no products returned for investigation. The revision report mentions metal debris around the proximal stem part. Aseptic loosening -> due to wrong implantation. Possible -> it was mentioned that the stem was implanted in varus deviation. Insufficient implant stability and aseptic loosening -> due to use of variall rasps instead of alloclassic rasps. Not possible -> not mentioned in the implantation report. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. Zimmer's reference number of this file is (B)(4).

Event description:
The event description was updated after receipt of additional information: it was now reported that the patient received an alloclassic offset stem 2 on the left side and was revised due to loosening of the stem and metal debris. Implantation and revision dates remains unchanged.